Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible broken sensor wire on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided by the distributor on (B)(4) 2015 regarding clarification of the reported event. The distributor reported that the sensor wire fell out of the applicator stick. The patient was unable to see any portion of the sensor wire protruding from the skin or on underside of the sensor pod. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.